Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a minor scratched display window, and bleeding lcd glass.

Event description:
The customer reported that she fell while skateboarding and she cannot see the screen because it looks like it has a pressure crack. Customer was advised to disconnect from the pump. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.